Event description:
A report was received that during an implant procedure the dura was breached. The physician repaired the dura with surgical clips and noticed that there were adhesions in the epidural space. The physician believed the adhesions were not device related but a patient anomaly. The surgery was completed without further incident. The patient was in the hospital for a few days per normal post-operative procedure and is recovering well.